Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device evaluation could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette was damaged within the homechoice device during peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.